Manufacturer narrative:
The complete initial reporter facility name is (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the patient had been cooling for approximately two hours, but their temperature does not appear to be coming down in an arctic sun device. It had actually gone up slightly from 38.5c to 39.1c. Initially suspected there might be some heat generation, but upon further discussion they believe the issue may be related to the probe/cable, patient temperature (pt) was 39.1c, targeted temperature (tt) was 33c,water temperature (wt) was 5.5c, flow rate (fr) was 3.3lpm, patient 105kg, large pads + universal in place (pt well covered). Inquired about heat generation. Nurse confirms this was addressed earlier in the shift and patient was now well sedated, jaw relaxed, no evidence of seizure activity or infection at this time. There was only one probe in place (foley). Asked if they could verify patient temperature (pt) and an axillary temperature read 36.4c. They confirm patient did not feel warm to the touch. Flexed temperature in cable and patient temperature remained stable on the screen. No alerts/alarms indicating an issue with the probe at this time. Explained the water temperature (wt) was reflective of the fact the patient temperature (pt) was reading so high. It was imperative that the correct patient temperature (pt) be determined and the probe reading this temperature be used to deliver therapy. Advised to obtain another temperature in cable and temperature probe. Explained they can try placing a rectal probe in addition, so they did not have to replace the foley. Advised they keep a close eye on the patient skin as the water temperature (wt) was very cold at this time. They will call back if they have any further issues.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Initially suspected there might be some heat generation, but upon further discussion they believe the issue may be related to the probe/cable, patient temperature (pt) was 39.1c, targeted temperature (tt) was 33c,water temperature (wt) was 5.5c, flow rate (fr) was 3.3lpm, patient 105kg, large pads + universal in place (pt well covered). Inquired about heat generation. Nurse confirms this was addressed earlier in the shift and patient was now well sedated, jaw relaxed, no evidence of seizure activity or infection at this time. There was only one probe in place (foley). Asked if they could verify patient temperature (pt) and an axillary temperature read 36.4c. They confirm patient did not feel warm to the touch. Flexed temperature in cable and patient temperature remained stable on the screen. No alerts/alarms indicating an issue with the probe at this time. Explained the water temperature (wt) was reflective of the fact the patient temperature (pt) was reading so high. It was imperative that the correct patient temperature (pt) be determined and the probe reading this temperature be used to deliver therapy. Advised to obtain another temperature in cable and temperature probe. Explained they can try placing a rectal probe in addition, so they did not have to replace the foley. Advised they keep a close eye on the patient skin as the water temperature (wt) was very cold at this time. They will call back if they have any further issues. A DHR review is not required as the serial number is unknown. The serial number for this investigation is unknown. The latest labeling revision will be reviewed for this investigation. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the patient had been cooling for approximately two hours, but their temperature does not appear to be coming down in an arctic sun device. It had actually gone up slightly from 38.5c to 39.1c. Initially suspected there might be some heat generation, but upon further discussion they believe the issue may be related to the probe/cable, patient temperature (pt) was 39.1c, targeted temperature (tt) was 33c,water temperature (wt) was 5.5c, flow rate (fr) was 3.3lpm, patient 105kg, large pads + universal in place (pt well covered). Inquired about heat generation. Nurse confirms this was addressed earlier in the shift and patient was now well sedated, jaw relaxed, no evidence of seizure activity or infection at this time. There was only one probe in place (foley). Asked if they could verify patient temperature (pt) and an axillary temperature read 36.4c. They confirm patient did not feel warm to the touch. Flexed temperature in cable and patient temperature remained stable on the screen. No alerts/alarms indicating an issue with the probe at this time. Explained the water temperature (wt) was reflective of the fact the patient temperature (pt) was reading so high. It was imperative that the correct patient temperature (pt) be determined and the probe reading this temperature be used to deliver therapy. Advised to obtain another temperature in cable and temperature probe. Explained they can try placing a rectal probe in addition, so they did not have to replace the foley. Advised they keep a close eye on the patient skin as the water temperature (wt) was very cold at this time. They will call back if they have any further issues.